Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The user report of air/water leakage from the distal end, forceps glue peeling, and flabby probe unit pink rubber was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported the evis exera ii ultrasound gastrovideoscope forceps cover adhesive was peeling off, there is a defect in the insertion tube described as "flabby" and there is an air/water leak from the distal end of the device. No patient harm or injury occurred due to this malfunction.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation and the results of the device history records (DHR) review. The device history records for this device were reviewed and all records indicated that the product was manufactured according to applicable procedures and met final product release criteria. No abnormalities were found. Based on the legal manufacturer's investigation, it is likely the event was due to age-related degradation or from the application of external forces such as strong rubbing to the area under normal use, including reprocessing. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."